Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having dropped from 40% lung function to 20% while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged having dropped from 40% lung function to 20% while using the device an issue related to a CPAP device's. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust-like contamination at the air inlet, dust-like contamination on top of the blower motor, black contamination, consistent with keratin, at the air outlet of the blower box, dust-like contamination in the bottom enclosure, substance consistent with dirt outside of inlet on top enclosure and dirt on front of ui panel, dust-like contamination in blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Section 3a was missed to capture in initial report and updated in this report. Sections d8, d9, h2, h3, h6 has been updated in this report.